Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product identified four of the batteries in the battery pack were leaking; no other damage found. Functional testing confirmed the device power on and operated normally when connected to a known working battery pack. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
The handgun appears low power to cause normal saline cannot spout out normally. The event occurred during surgery, though there was no harm or delay. During evaluation of this device, it was discovered that the batteries were leaking. No adverse events were reported as a result of this malfunction.